Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device- 64 days. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had multiple no external power alarms. During the analysis of the log file, the manufacturer's technical service representative observed no external power alarms while attached to the mobile power unit (mpu). These seemed to be due to the power cord coming loose from the mpu. There were no other unusual events seen within the log files. No additional information was provided.